Event description:
Customer reports obtaining results of 13mg/dl and 120mg/dl within minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of supect device and replacement was sent.